Event description:
New information received notes that the lead was capped and replaced on 4/28/2017. The patient was stable before, during, and after the procedure.

Event description:
It was reported that when the asymptomatic, non-pacemaker dependent patient presented in clinic, noise reversion episodes and inhibition of pacing support due to noise were observed. The noise was reproducible with isometrics. Programming changes were not possible, and a lead revision was recommended.